Manufacturer narrative:
The customer reported that the central nurse's station (cns) is stuck in boot mode. No harm or injury was reported. The customer will be ordering new hard drives in order to mitigate this issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) is stuck in boot mode.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was stuck in boot mode. No patient harm or injury was reported. The customer ordered new hard drives and replaced them, which resolved this issue. Service requested / performed: troubleshooting. Investigation summary: a review of the history of the serial number identified that there were previous reports of hard drive failures on the device 73052 (primary hard drive) and 74322 (secondary hard drive). The user has replaced the hard drives to resolve the previous issue. The complaint unit was not returned for evaluation. Based on the available information, a definitive root cause could not be identified. Possible causes of the issue are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use, requiring proper maintenance.

Event description:
The customer reported that the central nurse's station (cns) was stuck in boot mode.